Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site email), e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5. Due to character limitation in e1 block: initial reporter: (B)(6). Event site name: (B)(6). Fse spoke to technician and confirmed that the console was not fully seated in the cart which did not led the batteries charging. No service required as issue was resolved over the phone.

Event description:
It was reported by customer that cardiosave intra aortic balloon pump (iabp) has battery charging issue. There was no patient involvement.

Manufacturer narrative:
Other contact person: (B)(6). Other contact email: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cable isn't charging the cable. There was no patient involved.